Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was allowed to continue using the pump. The caller was advised to contact technical support again if any further issues arise and acknowledged the instructions.